Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a gynecologist/obstetrician in (B)(6) on 13-nov-2015 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted. The physician reported the procedure went difficult; a colleague performed it and had the idea that the first essure did not went in well. The second went difficult and did not succeed. A gynecologist was called and she inserted the third, this succeeded. In 2015, the hsg (hysterosalpingogram) was made and it appears that there are 3 essures inside the patient. The patient will have a hysteroscopy to remove the 2 coils closest to the uterus; the third coil that is all into the oviduct, will be removed by laparoscopy. After that patient will have a tubectomy. The patient had no complaints. Ptc investigation result was received on 01-dec-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert in this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. In summary, there is no reason to suspect a causal relationship between the reported medical event(s) and a quality defect. Company causality comment this medically confirmed, spontaneous case report refers to a female patient who had three essures (fallopian tube occlusion insert) inserted. Her hysterosalpingogram (hsg) test showed 2 coils were closest to the uterus. The third coil was all into the oviduct. These coils will be removed by hysteroscopy and laparoscopy; a tubectomy is also planned. The reported events are listed according to essure's reference safety information. During essure micro-insert therapy there is a risk that the device could move in/out of fallopian tubes; this movement could be a dislocation into the uterus or migration into distal fallopian tube. In this particular case, patient had 3 coils inserted; this inappropriate therapy may have been a contributory role in the reported coils movement. Nevertheless, considering events nature; causality with the suspect insert cannot be excluded. This case was regarded as incident, since a surgical intervention will be required for devices removal. According to product technical complaint, there is no reason to suspect a causal relationship between the reported medical event(s) and a quality defect. Follow-up information is expected.

Manufacturer narrative:
Ptc investigation result was received on 01-dec-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert in this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. In summary, there is no reason to suspect a causal relationship between the reported medical event(s) and a quality defect. Follow-up information received on 18-dec-2015: follow-up attempts have been made with no response to date. Device similar case listing the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 21-dec-2015 for the following meddra preferred terms: device dislocation: the analysis in the global safety database revealed 438 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had three essures (fallopian tube occlusion insert) inserted. Her hysterosalpingogram (hsg) test showed 2 coils were closest to the uterus. The third coil was all into the oviduct. These coils will be removed by hysteroscopy and laparoscopy; a tubectomy is also planned. The reported events are listed according to essure's reference safety information. During essure micro-insert therapy there is a risk that the device could move in/out of fallopian tubes; this movement could be a dislocation into the uterus or migration into distal fallopian tube. In this particular case, patient had 3 coils inserted; this inappropriate therapy may have been a contributory role in the reported coils movement. Nevertheless, considering events nature; causality with the suspect insert cannot be excluded. This case was regarded as incident, since a surgical intervention will be required for devices removal. According to product technical complaint, there is no reason to suspect a causal relationship between the reported medical event(s) and a quality defect. Despite follow up attempts, no further information was obtained.